Manufacturer narrative:
Intuitive surgical received the fenestrated bipolar forceps involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The instrument failed the electrical continuity test. The housing was removed and the conductor wire was found broken at the proximal end. As a result, energy delivery would not work when activated on the system. A review of the site's complaint history does not show any additional complaints related to this product. A review of the instrument log for the fenestrated bipolar forceps (420205-15/n12190624 501) associated with this event has been performed. The instrument was used once on (B)(6) 2019 on system (B)(4). There is no indication that the instrument was used in subsequent procedures after the alleged event reported on this record. The customer provided an image of the instrument. No damage was noted on the grips; however the image was blurry when zoomed in. Further image review will not be required as a visual inspection was already performed during failure analysis to confirm alleged issue. Based on the information provided at this time, this complaint is being reported due to the following conclusion: the instrument had conductor wire damage with no evidence or claim of user mishandling or misuse. While there was no harm or injury to patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the instrument could not be energized. The instrument was replaced. There was no report of fragment(s) falling inside the patient. The procedure was completed with no reported patient harm, adverse outcome, or injury. Patient-related information was requested, but the site was unwilling to provide the information due to the hospital¿s privacy policy.